Event description:
It was reported that after use with bd eclipse¿ needle 25 g x 1 1/2 in. Single use sterile the safety mechanism detached and the hcp received a dirty needlestick injury. Hcp had bloodwork performed, patient will be getting bloodwork tested. The following information was provided by the initial reporter: it was reported by customer that while one of the hcp's was engaging the safety on the eclipse needle the safety fell off. The hcp was stuck with the needle. While one of the hcp's was engaging the safety on the eclipse needle the safety fell off. The hcp was stuck with the needle.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with bd eclipse¿ needle 25 g x 1 1/2 in. Single use sterile the safety mechanism detached and the hcp received a dirty needlestick injury. Hcp had bloodwork performed, patient will be getting bloodwork tested. The following information was provided by the initial reporter: it was reported by customer that while one of the hcp's was engaging the safety on the eclipse needle the safety fell off. The hcp was stuck with the needle. While one of the hcp's was engaging the safety on the eclipse needle the safety fell off. The hcp was stuck with the needle.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.